Event description:
The customer reported that the device was slow to deliver energy during a synchronized cardioversion. There was no patient involvement.

Manufacturer narrative:
(B)(4).:a follow up report will be submitted upon completion of the investigation.